Manufacturer narrative:
Updated data: e3 h2 h3 h6 image review: intraprocedural fluoroscopic images were provided for review of the event. Patient¿s executive summary was provided for anatomical review. Patient appeared to have a heavily calcified trileaflet aortic valve, with an annulus perimeter measuring 83.5 millimeter (mm) and a perimeter derived diameter of 26.6mm suggesting a 34mm evolut. Fluoroscopic valve load inspection was performed and confirmed a good load. A pre balloon aortic valvuloplasty was performed prior to the valve implantation attempt. The valve was deployed just prior to the point of no recapture and depth assessment was performed in the cusp overlap view only. Depth appeared to be approximately 3mm on the non-coronary cusp which would be deemed acceptable. For an unknown reason, the valve was recaptured and during the subsequent deployment an infold occurred. The infold is characterized by an inward fold or crease in the valve, extending from the inflow. Infolding could occur due a misloaded valve, anatomical characteristics such as calcium, and recaptures. If an infold is identified, the valve should be recaptured, removed from the body, and discarded. New sterile components must be used. It was reported that the infolded valve was recaptured and removed. A new valve was loaded and fluoroscopic load inspection confirmed a good load. The new valve was implanted at a depth of approximately 1mm on the non-coronary cusp in the cusp overlap view and no infolding. Depth assessment in the left anterior oblique (lao) view was not performed therefore it is not possible to validate valve depth on the left coronary cusp. Final angiogram revealed a well expanded valve with no evidence of aortic regurgitation/paravalvular leak. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the attempted implant of this transcatheter bioprosthetic valve, following initial deployment over a confida guidewire, the valve was recaptured due to an unspecified reason. Upon a second deployment attempt, the valve was recaptured again. Upon a third deployment attempt, an infold was observed in the valve frame. Subsequently, the valve was recaptured and withdrawn from the patient. A new valve was loaded into a new delivery catheter system and successfully implanted in the patient. No patient complications were reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID: {d-evolutfx-34}; product lot/serial number {unknown}; product type: {0195-heart valves}; implant date {n/a}; explant date {n/a} select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the attempted implant of this transcatheter bioprosthetic valve, following initial deployment over a confida guidewire, the valve was recaptured due to an unspecified reason. Upon a second deployment attempt, the valve was recaptured again. Upon a third deployment attempt, an infold was observed in the valve frame. Subsequently, the valve was recaptured and withdrawn from the patient. A new valve was loaded into a new delivery catheter system and successfully implanted in the patient. No patient complications were reported as a result of this event. Additional information was received that the valve was recaptured prior to the infold due to not being coaxial with the annulus. Tension was applied to create a slight curvature and it was attempted to manipulate the guidewire to correct the system.

Manufacturer narrative:
Updated: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.